Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device was unable to obtain ECG signal via electrode pads. Complainant indicated that the clinician obtained another device with another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and the multi-function cable were fully evaluated. The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device after extensive testing. Based on the entries in the log, it appears the multifunction cable was not fully seated to the device receptacle but this cannot be firmly established. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.